Manufacturer narrative:
(B)(4). B5: describe event or problem, additional information. H2: type of follow up, additional information. H6: adverse event problem, additional information.

Event description:
It was reported that there was a sync issue, between the app and the widget. Data was provided for investigation. The allegation of sync issue; between the app and the widget was undetermined via data. However, a flickering mag glass was found in connection to the reported allegation. The probable cause of the flickering mag glass was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. The reported issue of a sync issue; between the app and the widget is reportable based on the finding of the flickering mag glass. No injury or medical intervention was reported.